Event description:
It was reported that during an implant procedure, the physician alleged that the lead had insufficient slack, and therefore was unable to be implanted. User concern was expressed and upon examination, the lead insulation was found to be twisted. A new lead was used to complete the procedure. No adverse patient consequences were reported.

Manufacturer narrative:
The reported events were lead slack issue, unable to implant, and twisted insulation. As received, a complete lead was returned in one piece. The reported event of twisted insulation was confirmed. Visual inspection of the lead found the outer insulation was twisted at the distal region. The cause of the reported event of a twisted insulation is consistent with procedural damage.